Manufacturer narrative:
The locking bolt was reviewed visually under magnification. This identified a fracture surface consistent with ductile fracture. This indicates either a gradual overloading event or potential progressive failure due to fatigue in both tension and torsion caused by the repeated insertion of the drill guide (the fracture surface is between .005" and .009" thick and fatigue lines could not be identified). The remaining drill guide outer diameter measured .094 and the inner diameter measured .080.

Event description:
While implanting an aculoc 2 plate, the targeting guide locking bolt broke off in the plate. The surgery was completed by removing the targetting guide locking bolt with pliers and inserting the screw. The broken piece of the locking bolt went into the bone and could not be removed.